Event description:
It was reported that the touch screen is cracked and partially blacked out. Pump is unresponsive. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.